Event description:
A legal claim was received in which the patient alleges that one or two screws were suspected to have failed via exam in (B)(6) 2012. Subsequently the screws and related hardware were explanted on (B)(6), 2012.file three of seven.

Manufacturer narrative:
The device manufacture date is unknown as the lot number is unknown, and therefore review of the manufacturing records cannot be performed. The explanted product was not returned to the manufacturer, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.